Manufacturer narrative:
The investigation has been complete. Upon further review of the reported issue, it was determined that this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to verify and replace the damaged channel pump and system board. The device was repaired according to regulations. Software attributes have been verified and confirmed. No other issues were reported. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported a channel pump failure that caused the system board to fail. No patient involvement or injuries were reported. No additional information has been obtained.